Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, pericardial effusion was observed. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. The patient's blood pressure did not improve, and acute aortic regurgitation occurred. After confirmation on echocardiogram, the 26 mm valve was placed. At 80% deployment, the patient's blood pressure still did not improve, and echocardiogram confirmed aortic regurgitation and mitral regurgitation. The patient's pericardial effusion was checked, but it was the same as before the surgery. The depth of implant was confirmed through echocardiogram and contrast imaging, and it was confirmed that there were no problems, however, cardiac massage was initiated. The valve was fully released. While performing cardiac massage, the valve subsequently dislodged. Percutaneous cardiopulmonary support (pcps) was initiated, and the valve was snared. The patient's hemodynamics stabilized, and a 20 mm non-medtronic valve was implanted. The procedure was completed. No additional adverse patient effects were reported.